Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no fragment falling into the patient. No additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.